Manufacturer narrative:
Investigation summary: DHR was performed, maintenance record analysis, and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customerso it is not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had foreign matter. The following information was provided by the initial reported, "it was aspirated from the ampoule bottle, 2 ml of the drug dipyrone and it was completed with 7 ml of water bidistilled, but after the aspiration, it was identified the presence of a foreign matter inside the syringe, not being possible that this foreign matter came out from the ampoule bottle because the needle gauge impossibilities this action. For this reason, it is understood that the foreign matter was present in the syringe."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had foreign matter. The following information was provided by the initial reported, "it was aspirated from the ampoule bottle, 2 ml of the drug dipyrone and it was completed with 7 ml of water redistilled, but after the aspiration, it was identified the presence of a foreign matter inside the syringe, not being possible that this foreign matter came out from the ampoule bottle because the needle gauge impossibilities this action. For this reason, it is understood that the foreign matter was present in the syringe."